Event description:
It was reported that the patients implantable pulse generator (ipg) required to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.